Event description:
It was reported that the ilet would not charge, showing a continuous blinking light on the charger that then turned off despite attempts with different outlets and repositioning, consistent with a charging problem related to the battery charger; replacement chargers were shipped. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a power source problem associated with the charger component, aligning with a charging problem of the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.